Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") and back pain ("lumbar pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), menorrhagia ("hypermenorrhoea") and dysmenorrhoea ("progressive dysmenorrhea") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysmenorrhoea and uterine leiomyoma outcome was unknown and the menorrhagia had resolved. The reporter provided no causality assessment for back pain, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma with essure. The reporter commented: the hypermenorrhoea improves with the medical treatment but there is not improvement in pain, which makes it necessary to remove the device. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.